Manufacturer narrative:
The investigation has been completed and there was no failure identified for the reported issues; however, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. Troubleshooting with tandem technical support was unable to be performed as customer did not call in at the time of the reported issue. In addition, it was reported that the customer received an inaccurate fill estimate. Reportedly, customer loaded 300 units of insulin and received a fill estimate of 60 units. Customer had elevated blood glucose levels (350 mg/dl). Customer changed the site and cartridge, and was able to successfully resume insulin delivery to stabilize blood glucose levels.